Event description:
Patient's device generated an electronic error in 2004 -- the error was cleared, but afterward the patient's blood glucose started to run high (500+ mg/dl). Reporter alleged that device was at fault for high blood glucose. Patient switched to back-up device, and blood glucose level returned to normal (97-135 mg/dl). No treatment was received for high blood glucose.